Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 06/22/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that a new lifeband was opened out of the pack and upon installation in the autopulse platform, physical damage on one of the lifeband's mounting clips was observed. The lifeband was not able to be securely installed in the platform. No patient was involved with this event. No further information was provided.